Event description:
The lay reporter / husband contacted lifescan (lfs) on in 2006, alleging inaccurate readings on his wife's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the call and obtained the following information: prior to calling lfs, the reporter's wife's blood glucose readings have been from 55 mg/dl - 421 mg/dl. The meter was set to the correct unit of measurement (uom). Prior to the event date, the patient was not feeling well and per reporter, she "was not feeling perfect". The patient obtained a 55 mg/dl and the reporter treated her with one glucose tablet and then gave her five corn chips to eat. He tested her 10-15 minutes later and obtained a 421 mg/dl, 312 mg/dl and 284 mg/dl, 257 mg/dl, 273 mg/dl, 265 mg/dl and then 55 mg/dl. Reporter initially mentioned the readings were taken within 10-15 minutes from one another and later stated the readings were all taken within two hours. The reporter was concerned about his wife and was going to take her to the ER and did not want to further troubleshoot with the customer care advocate (cca). Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, technique of applying blood on the test strips, condition of testing supplies, running a quality control test on subject test strips, exact time difference between each readings and more information on how she was feeling. The complaint is being reported since the patient was not feeling well, obtained erratic readings and was going to the ER due to the readings she had obtained on her meter and her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.